Manufacturer narrative:
Two devices not labeled with lot numbers were returned for evaluation. The analysis showed one device with the implant attached and the other one with the implant stretched and unattached. It is unknown which device is the one in the complaint report. (B)(4).

Manufacturer narrative:
The device was returned for analysis with the implant coil attached. However, the coil was stretched. The root cause of this complaint cannot be confirmed as the coil was attached. (B)(4).

Event description:
Coiling treatment of a carotid-cavernous fistula with combined stent-assisted coiling and balloon assist was performed. It was reported that the coil became stuck in the microcatheter and prematurely detached. The coil and microcatheter were removed successfully together. No patient injury reported.

Manufacturer narrative:
This device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).